Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Device interrogation revealed multiple episodes of automatic mode switches, and noise reversions; the atrial lead was sensing noise. The noise could be reproduced with arm rotation. The patient was asymptomatic to the event. The device was reprogrammed and the patient would continue to be monitored.